Event description:
It was reported that during a laparoscopic gastric bypass procedure, the cartridge popped out of place, which resulted in aborting the remaining firing strokes. The device did not cut and staple. The case was completed with another device of the same product code. No patient consequence.